Manufacturer narrative:
The customer reported that the stim cable was broken. According to the customer, there was no signal out for two channels, just a flat line. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the mee-2000: jb-232b: model #: jb-232b, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: ni. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the mee-2000: js-201b: model #: js-201b, serial #: (B)(6), device manufacturer data: ni. Unique identifier (UDI) #: (B)(4), returned to nihon kohden: ni. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the mee-2000: jb-210b: model #: jb-210b, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: ni. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the mee-2000: jb-210b: model #: jb-210b, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: ni. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the mee-2000: jb-210b: model #: jb-210b, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: ni. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the mee-2000: jb-210b: model #: jb-210b, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: ni. The following fields are not applicable (na) to this report: h4 device manufacturer date.

Event description:
The customer reported that the stim cable was broken. According to the customer, there was no signal out for two channels, just a flat line. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the stim cable was broken, causing the signal out for two channels to flatline. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated or confirmed. As such, a root cause cannot be determined. During troubleshooting, the issue was isolated to the cable. As the cable was found to be defective, it is likely that the cable or its connector were damaged. Cable damage can occur as a result of physical damage or wear and tear. Physical damage can occur to cables when bent and tugged on with excessive force resulting in internal wires breaking. Frequent pulling and bending of the cable can also cause wires to separate. The device was installed in january 2019 with no history of servicing or repair. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a4 - a6 b6 - b7 attempt # 1: 07/11/2023 emailed the customer via microsoft outlook for all items in the ni list above: no reply was received. Attempt # 2: 07/13/2023 emailed the customer via microsoft outlook for all items in the ni list above: no reply was received. Attempt # 3 07/17/2023 emailed the customer via microsoft outlook for all items in the ni list above: the customer replied with most of the details, but could not provide all of the requested information. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the mee-2000: amp unit: model #: jb-232b serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na stim pod: model #: js-201b serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na mini input box: model #: jb-210b serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #:(B)(4) returned to nihon kohden: na mini input box: model #: jb-210b serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na mini input box: model #: jb-210b serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na mini input box: model #: jb-210b serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported that the stim cable was broken, causing the signal out for two channels to flatline. No patient harm was reported.